Manufacturer narrative:
An event of stuck guidewire in the delivery system, retraction problem, and improper or incorrect procedure or method was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported stuck guidewire and retraction problem could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception (issue) 134376 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Please note that per the instruction for use (IFU), ¿caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system. During device preparation, no issues were reported retracting the valve into the delivery system, including no issues leading the retainer tabs into the retainer receptacle, no increase in drag noted on the deployment/re-sheath wheel, and no excess force required to turn the re-sheath wheel. During procedure, 3 re-sheaths were required while the delivery system was in the patient due to mis-placement. On the third re-sheath, the distal tip of the valve stent frame would not retract into the valve capsule. The re-sheath wheel had reached the end of the travel. The physician was advised to retract the delivery system into the descending aorta. The operator could not maneuver the delivery system was it was stuck on the wire. The micro adjustment wheel was then used to bring the atraumatic nose cone backwards, which assisted with re-housing the stent frame and the gap was completely closed. "With lots of pressure on the wire," the delivery system was successfully pulled into the descending aorta. Subsequently, the wire position in the left ventricle was lost due to the stiffness encountered with the wire. The whole system was removed with the valve inside the valve capsule. The left ventricle was re-wired and a new 55mm navitor valve was successfully implanted using a new small flexnav delivery system. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was selected for implant using a small flexnav delivery system. During device preparation, no issues were reported retracting the valve into the delivery system, including no issues leading the retainer tabs into the retainer receptacle, no increase in drag noted on the deployment/re-sheath wheel, and no excess force required to turn the re-sheath wheel. During procedure, 3 re-sheaths were required while the delivery system was in the patient due to mis-placement. On the third re-sheath, the distal tip of the valve stent frame would not retract into the valve capsule. The re-sheath wheel had reached the end of the travel. The physician was advised to retract the delivery system into the descending aorta. The operator could not maneuver the delivery system was it was stuck on the wire. The micro adjustment wheel was then used to bring the atraumatic nose cone backwards, which assisted with re-housing the stent frame and the gap was completely closed. "With lots of pressure on the wire," the delivery system was successfully pulled into the descending aorta. Subsequently, the wire position in the left ventricle was lost due to the stiffness encountered with the wire. The whole system was removed with the valve inside the valve capsule. The left ventricle was re-wired and a new 55mm navitor valve was successfully implanted using a new small flexnav delivery system. The patient was reported to be in stable condition.